Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture unknown baker grade" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture unknown baker grade.

Event description:
Physician reports patient underwent a replacement surgery due to a capsular contracture right side (baker grade not known). A rupture of the device and intracapsular silicone leaking was found during explanting surgery.

Event description:
Physician reports patient underwent a replacement surgery due to a capsular contracture right side (baker grade not known). A rupture of the device and intracapsular silicone leaking was found during explanting surgery.